Manufacturer narrative:
The associated complaint device was no returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported the patient underwent a left hip revision surgery due to dislocation.